Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer was hospitalized due low blood glucose on unknown date. Blood glucose level at the time of the incident was unknown but current was 115 mg/dl. Customer stated that customer has been using insulin pump system within 48 hours of reported event and had cracks. Customer stated that was in the hospital as they ran out of supplies and was autistic, had diabetic seizure and fallen and fractured his hips due to which had to do surgeries and was in a car accident, heat and cold being excited. Customer was treated with glucose tablets. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in with initial information was incorrect. The correct information has been provided this report. (B)(4).

Event description:
The customer's mother reported via phone call that customer was hospitalized for 2 and half weeks due low blood glucose on unknown date around november and december last year. Blood glucose level at the time of the incident was unknown but current was 115 mg/dl. Customer stated that customer has been using insulin pump system within 48 hours of reported event and had cracks. Customer stated that was in the hospital as they ran out of supplies and was autistic, had diabetic seizure and fallen and fractured his hips due to which had to do 2 surgeries and was in a car accident, heat and cold being excited. Customer was treated with glucose tablets. The insulin pump will not be returned for analysis.